Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies and resumed insulin. However, clinical troubleshooting has been exhausted and a replacement pump was sent to the customer to resolve the issues. Reportedly, the customer uses humalin u-500 insulin, tandem technical support provided off-label insulin messaging, which the caller understood.